Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller mentioned that they went into the neurologists friday and had the ins¿ checked, but when they had the ins¿ checked the day of the call an oor message was showing up on the programmer. The caller mentioned they were able to navigate past the screen and confirmed that the ins still indicated on/ok. The caller mentioned the patient had an open circuit and wondered if that may effect the oor message. The caller mentioned both neurologist and neurosurgeon were aware of an open circuit. The caller mentioned that the hcp didn¿t change the wires or connections, they just changed the contacts they were suing and stated it was resolved by changing the contacts used. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported 2-3 times the rep tried to use the patient controller and oor was displayed but was able to clear the message to turn stim off with the patient controller. It was noted this was an ongoing issue for a couple of years. The patient was continuing to get the appropriate therapy. Impedance checks in various head positions did not give any impedance issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the oor message was not known, but been long-standing. There were no actions taken to resolve the issue. The open circuit was at contacts 2 and 3 which weren¿t being used for stimulation. The oor message hasn¿t been resolved. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stating that there was an oor warning on the left ins. Impedances were taken and sent to the neurologist. Trouble shooting could not be done at the time of the report due to lack of access to product, and the rep was in the or for another case. It was reported that they turned the left ins on and patient was getting good therapy with the left ins. C0: 462 ohms c1: 423 ohms c2: 14k ohms c3: 14,600 ohms 01: 730 ohms 02: 14,600 ohms 03: 14,900 ohms 12: 14,400 ohms 13: 14,900 ohms 23: 26,600 ohms caller reports ins battery voltage: 2.86v rep reported that they will have the patient follow up with the neurologist next week.